Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try several troubleshooting steps, including plugging the pump into a known-working power source, which eventually powered the pump. However, the display remained black, so technical support decided to replace the pump. An alternate insulin therapy, mdi, was to be used to ensure continued insulin delivery. It was confirmed that the pump was under warranty, and the customer was instructed to return the faulty pump within 10 days using a pre-paid label, following preparation for storage mode.